Manufacturer narrative:
On 31-oct-2021, the investigation on the suspected medical device was completed. On 17-nov-2021, mentor received additional information regarding the implantation date. Initially, the date of implantation was reported as (B)(6) 2007. However, additional information revealed that the actual date of implantation was (B)(6) 2013. The relevant field has been updated on 19-nov-2021, it was found that incorrect statements were included in h.10 on the initial report. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Additionally, a tear within the crease/fold was identified measuring approximately 1.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4). The following statements were included in h.10 on the initial report ; ¿since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.¿ the correct statements are; ¿the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.¿

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a 300cc mentor memorygel breast implant and experienced left-sided rupture and grade IV capsular contracture postoperatively. As a result, the patient underwent removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. There is a discrepancy between the reported implantation date ((B)(6) 2007) and manufactured date of the reported device (21-feb-2013). At this time, mentor is reporting the implantation date as what was reported from the initial reporter. Follow up is in progress. If additional information is received in the future, a supplemental report will be submitted.